Manufacturer narrative:
See MFR: 3012307300-2018-02319.

Event description:
It was reported that during the use of a pneupac¿ pneupac® parapac® ventilator the low pressure alarm was not working.

Manufacturer narrative:
One ventilator medic parapac with alarm was received in good condition. During initial check, there were no alarms present either audibly or visually during the power on sequence. This result confirmed the customer's reported problem. The examine the problem further, the technician removed and inspected the battery cover, and found corrosion on both of the battery compartment cover tabs. The technician proceeded to scrap off the corrosion from the tabs with a screw driver. The technician then reinserted a battery, after which the device was restored it's original operational status. The device passed all functional tests.